Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states patient tested 1.9 inr on the coaguchek xs plus system while a comparison lab returned as 2.6 inr. Patient's warfarin dose was decreased based on the lab value. No adverse event reported. Requested return of suspect system.